Event description:
Same case as #6000093-2007-01325. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 90% stenosed lesion was located in a moderately tortuous, mildly calcified proximal to mid left anterior descending artery. The lesion was predilated with a 2.5x15mm balloon. The taxus express2 2.5x24mm drug eluting stent was deployed at 9 atms and the stent balloon was reinflated to 14 atms to post dilate the stent. The balloon was deflated without difficulty and the physician attempted to withdraw the balloon but felt resistance and was unable to withdraw or advance the stent delivery system. The balloon was reinflated to 2, 4, and 6 atms but was still unable to remove the device. The balloon was inflated and inflated several more times over a period of about 10 mins and then the device was able to be withdrawn. The lesion was post dilated with a 2.5mm balloon. The physician attempted to ivus the vessel to try and confirm stent apposition but was unable to cross. The lesion was dilated again with a 2.5mm balloon and ivus was able to cross. The stent was fully deployed and no residual was noted. Next the physician used a taxus express2 2.75x32mm drug eluting stent to overlap the previously deployed taxus stent. The stent balloon was inflated to 9 atms and then reinflated to 14 atms to post dilate the stent. The balloon was deflated without difficulty but when trying to remove the balloon, the physician encountered more resistance than experienced with the previously deployed taxus stent. The physician made multiple inflations and deflations but was still unable to remove the balloon. Finally the guide catheter was advanced to the proximal portion of the stent and the physician was able to withdraw the stent delivery system inside the guide catheter, leaving the guidewire in place. It was reported that neither balloons were stuck to the stent. The cause of the withdrawal resistance was unk. The physician explained that he ran his fingers over the balloon after it was removed and indicated that he felt the resistance may have been related to the balloon material not sliding well. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Product analysis could neither confirm nor deny the balloon removal difficulty as stated in the complaint. The delivery device, without the stent on the balloon, was rec'd in good condition with no damage observed. The balloon was in a deflated state. Visual in microscopic examination of the device did not reveal any defects or damage to the device that would have contributed to the balloon removal difficulties. Further examination of the balloon and distal bumper tip did not reveal any damage or abnormalities that would have contributed to the balloon removal difficulty from the stent. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause of the balloon removal difficulty could not be determined.